Manufacturer narrative:
An outside of the united states (ous) customer contacted siemens to report that a falsely elevated high sensitivity troponin I (tnih) result was obtained for one patient sample on a dimension vista 1500 system. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the system. The result of several troubleshooting test protocols was that the sample mixer s1 was over mixing. Siemens is investigating.

Event description:
A falsely elevated high sensitivity troponin I (tnih) result was obtained for one patient sample on a dimension vista 1500 system. The initial result was reported to the physician(s). The same sample was repeated multiple times on an alternate dimension vista 1500 system. The repeat results were reported to the physician(s) as the correct results. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated tnih result.

Manufacturer narrative:
The initial MDR 2517506-2023-00050 was submitted on 03-feb-2023. Additional information (08-mar-2023): siemens evaluated the available information and determined the sample was marked with a hemolysis index of 2. This level of hemolysis would not interfere with the performance of the assay but it may indicate a sample integrity issue that could potentially cause the falsely elevated high sensitivity troponin I (tnih) result. The analyzer is performing within specifications. No further evaluation of this analyzer is needed. Section h6 adverse event problem codes were updated.